Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was "high"; although specific value was not provided., with moderate ketones. Elevated bg was addressed by changing the pump supplies and delivering a manual insulin injection.